Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 1 device: stand / mechanical problem identified there was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 1 malfunction events(s), where it was reported the devices experienced IV pole falls from upright position in an unintended direction. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report. Evaluation results findings (components/results). 1 device: stand / mechanical problem identified.

Event description:
This report now summarizes 2 malfunction events(s), instead of 1.